Manufacturer narrative:
Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st, 2nd and 3rd stent wraps with struts raised. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity drug eluting stent to treat a non-tortuous, severely calcified lesion with 90% stenosis in the proximal circumflex artery. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that stent deformation occurred in vivo during positioning. No patient injury is reported. The physician has indicated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.